Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that blue foam filter broke down during use. Pieces of the filter and blue dye are noted in the tubing. The event occurred at the ICU. The exchanger was replaced. Practice changed to: replace every 12 hours to try to prevent break down. The operator of the device is rt. There was a patient involvement and there was no patient harm.